Event description:
Two ortho trays with the same lot number, 202010yk, contained integrators that returned "unsafe readings". One tray was used on a patient. The patient is being followed by infection control. The other tray was identified and removed from the room before use. Integrator test pack was processed. Reported to the company and returned integrators to 3m for testing.